Manufacturer narrative:
The device will not be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to sus voluntary event report (foi for manufacturers) number: mw5074410.

Event description:
A nurse reported that on (B)(6) 2017, a 625164 (roto-lok hunter bowel grasp 5) hinge mechanism came apart during patient use. It was undetermined if there was a retained foreign object. No other information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances noted during the manufacturing process.